Event description:
It was reported that the balloon has ruptured. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post procedure.